Event description:
The ICD was explanted due to infection. The infection is being reported under an agreement that was communicated to FDA in 1997, in which all infections occurring within 30 days of implant shall be reported. This agreement followed an inspection by FDA.